Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was performed on part # 314.190, lot # 8761809: manufacturing location: (B)(4), manufacturing date: 11. March 2014: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgery on (B)(6) 2017 for arthroscopy the screwdriver broke. The surgery was not prolonged. There was no patient harm and all broken off fragments were removed from the patient. The surgery was successfully completed. This report is for one (1) cannulated 3.5mm hexagonal screwdriver. This is report 1 of 1 for complaint (B)(4).